Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Visual inspection revealed that tubing to the analog board was crimped, causing high pressure delivery. The service technician replaced the tubing and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1200 is delivering high pressure with positive end expiratory pressure (peep). At this time, it is unknown if there was any patient involvement associated with the reported issue.